Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported mechanical issue cannot be established; a conclusion code of cause not established was assigned to this investigation. The reported incontinence is a known inherent risk of the device.

Event description:
It was reported that following the initial implant at the activation appointment, an attempt was made to activate the artificial urinary sphincter, but the patient remained incontinent. An ultrasound will be performed to confirm the amount of fluid in the regulating balloon as well as scheduling of new surgery. No further patient complications were reported.